Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a moisture damage electronic assembly. Unable to verify the button error alarm due to blank display. The device had scratched display window.

Event description:
The customer reported that the insulin pump alarmed button error while staying overseas. The blood glucose reading was 592mg/dl. The customer stated that he kept the device underneath his clothing, but he was exposed to a hard rain. Advised the caller that the insulin pump would be replace and revert to back up plan. The caller stated that his blood glucose has been in the 200s range, but due to the kidney stone and infection his glucose level was running high. No further information was provided.